Manufacturer narrative:
No outer abnormalities found on the device during visual inspection. The complete shipping box itself was not returned, only a cut off portion of the box was returned. As there was not a complete box received to analyze and no photo evidence of the compromised box was attached to the record the cause could not be established.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib), was found with the box crushed after shipment, the packaging is reported as damaged. No information provided on the initial form or via additional information that confirms the seal was compromised. The procedure was completed with an alternate device. No patient complications reported. The damaged catheter is expected to be returned.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib), was found with the box crushed after shipment, the packaging is reported as damaged. No information provided on the initial form or via additional information that confirms the seal was compromised. The procedure was completed with an alternate device. No patient complications reported. The damaged catheter has been returned.